Manufacturer narrative:
The device lot number was not provided so a review of the manufacture records for the complained device was not possible. Therefore, a review of all lots manufactured during 2015, the implant date reported for this complaint, were reviewed. The review revealed all lots were manufactured according to specification. Without an evaluation of the device a definitive root cause cannot be determined. As the device was implanted and functioning correctly for 5 years prior to the reported event the root cause is most likely not manufacture related. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for additional information. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Port cap separated from port body.